Event description:
Hcp reports the pt presented with no pain relief. The hcp also reported crystalization of the catheter. The pump was explanted and then returned to the manufacturer for analysis. A follow up report will be sent when additional information is obtained.